Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown. The customer stated that there was crack on battery housing at the back. The troubleshooting was performed for damage. The customer was assisted in reprogramming the transmitter identity with the wireless connection process. The troubleshooting was performed for the loss of communication. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.